Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had no delivery alarm. Troubleshooting was performed. The customer reported that issue was resolved buy changing the reservoir and infusion set. Customer advised they experienced air bubble inside of the reservoir and discarded the reservoir. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis. The reservoir will not be returned for analysis.